Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for in-clinic follow-up with change in lead measurements. Echo showed rv lead perforation with trivial effusion. On (B)(6) 2016, the lead was repositioned. No further information available.